Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It has been reported that a versacross connect laac access solution kit was selected for use for a watchman left atrial appendage closure (laac) procedure. During insertion of the versacross rf wire through the non-boston scientific cook needle, it was noticed that a part of the rf wire insulation was stripped off. The rf wire was removed from the body and exchanged, and the procedure completed successfully. It was mentioned that there was a slight amount of excessive force required while retracting the rf wire due to the groin being tight and the vein being deep. No patient complications were reported. Product will be returning for analysis. The patient did not have any mechanical leads present.

Event description:
It has been reported that a versacross connect laac access solution kit was selected for use for a watchman left atrial appendage closure (laac) procedure. During insertion of the versacross rf wire through the non-boston scientific cook needle, it was noticed that a part of the rf wire insulation was stripped off. The rf wire was removed from the body and exchanged, and the procedure completed successfully. It was mentioned that there was a slight amount of excessive force required while retracting the rf wire due to the groin being tight and the vein being deep. No patient complications were reported. Product will be returning for analysis. The patient did not have any mechanical leads present.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the versacross rf wire was visually inspected, and the ptfe layer was noted to be damaged and pieces of it were separated from the rf wire. Additionally, based on the vhx inspections of the rf wire body, its heatshrink revealed to be damaged and torn. Next, the device passed the inspection for the wire body outer diameter, electrode height, and electrode/heat shrink gap. Based on the analysis, the reported allegation was able to be confirmed. Finally, labeling review was conducted, and it was determined there was evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use, which warns the user to 'do not attempt to insert or retract the versacross rf wire through a metal cannula or a percutaneous needle, which may damage the device and may cause patient injury'; as it was reported that the versacross rf wire was inserted through a non-boston scientific cook needle (percutaneous needle).